Event description:
The manufacturer received information regarding a dreamstation. The device was returned to a third party service center. Power connector of the unit was corroded in the metallic surfaces but cannot read error log because of power connector corrosion. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. If any additional information is received, a follow up report will be filed. The device was scrapped.

Manufacturer narrative:
H3 other text : evaluated by third party.